Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg had difficulty keeping a charge. Database analysis revealed that the charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The ipg appeared to be working as expected. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.